Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Ra lead check flipped to unipolar with noise captured on lead check recording. Patient will be monitored and lead will be evaluated. No adverse patient events reported. Should additional information become available, it will be added to this file.